Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent fractured. The lesion being treated was located in the calcified and severely deformed aortic valve. The physician advanced a 38 x 2.75mm taxus liberte stent delivery system; however, the stent fractured. The stent was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.